Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, an asymptomatic patient was called to clinic after getting vibratory notification alert for high, out of range, hv lead impedance. The alert was turned off and the patient was scheduled for another in-office check next month.